Event description:
Reporter alleged obtaining the results of 56 mg/dl, drank orange juice and then obtained another result of 172 mg/dl back to back within 10 minutes on the active s system. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.